Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that she had a no delivery alarm on the insulin pump. Customer stated that she has tried old and new reservoirs but nothing has worked. Customer stated that she will just push it through and it will start working again. Customer keeps receiving no delivery alarms. Customer has not been using the pump due to this issue. Customer has a new set in her now and it has not given her a no delivery alarm. Customer ran a 5 unit manual prime and the insulin exited. Customer's fill cannula was set to 0.0 but it was supposed to be set at 0.5. Customer requested for the pump to be replaced.